Manufacturer narrative:
(B)(4). Based on discussion with FDA on (B)(6) 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). (Exemption number e2015036).

Event description:
A customer device was returned to pentax medical on (B)(6) 2019 for routine service. Inspection of the unit was performed on (B)(6) 2019 where the quality control inspector found the following: operation channel- primary slice by accessory, distal cap - fixed type failed epoxy seal integrity inspection, passed dry leak test, eto vent valve loose inner shaft, passed wet leak test, insertion tube lump at stage 1, prism scratched, image mild spot, fluid invasion not observed in control body, fluid invasion not observed in pve connector, umbilical cable single buckled under pve root brace, customer complaint confirmed, suction tube mild resistance. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs will included the distal case/cap, which was replaced and/or resealed pursuant to the field correction, and returned to the user upon completion. Parts replaced: air/water tube, deflector operating wire, deflector staycoil, objective prism assy, operation channel, bending rubber, distal case/cap, suction channel lg.